Event description:
It was reported that the ilet displayed alert 65 indicating an audio over/under current malfunction, which persisted after a restart, and a replacement was arranged. Symptoms included no injury and no reported adverse clinical effects. Outcomes included continued usability of the screen and ongoing device use without further operational trouble, with data synced and the device to be returned. Investigation included verification of the alert, guided restart, and arrangement for device replacement with instructions for data sync and shutdown. Investigation of this case revealed a persistent audio system fault consistent with an internal audio component malfunction that did not resolve with a reboot. It was concluded, based on previously established findings for similar reports, that the cause was unknown pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.